Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead dislodged after implant, on (B)(6) 2020. The patient presented to clinic for follow-up on 06 mar 2020. Review of the electrograms revealed that the right atrial lead had dislodged again, into the right ventricle. Atrial pacing produced ventricular paced complexes. The pacemaker was reprogrammed to program the atrial lead off. Lead revision was discussed but not performed. There were no reported patient symptoms, and the patient was in stable condition throughout.